Event description:
It was reported that after implantation of the lead 977a260 5mm compact 1x8, the patient experienced new pain unrelated to baseline, including acute left back pain and rib pain. Lead migration into the gutter was identified after implant, and magnetic resonance imaging (MRI) showed the lead was possibly against nerve roots. The patient visited the emergency room twice due to pain. The managing physician decided to perform a device revision, and the lead was revised and repositioned. The revision procedure was successful, and the new lead was placed as intended. Postoperatively, the patient reported that the pain was no longer present. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 11-nov-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.